Event description:
The reproter called and alleged discrepant results when comapared to a lab. The reported device result was >8.0 and >8.0 inr. The corresponding lab result reported was 3.66 and 5.64 inr.